Manufacturer narrative:
The analysis of the din rail was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The suspect power cord has been received by the manufacturer for evaluation. The reported issue could not be confirmed. Part failed visual inspection. The molded plug was replaced by universal hospital grade plug. Scratches, scuff marks on cable jacket. No conductive surfaces are exposed.

Manufacturer narrative:
The inrush suppressor for the viewing station of the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect din rail and power cord for the imaging system has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the din rail was ungraded, suppressor was installed and a power cord was replaced. System functionality restored after parts replacement. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported on behalf of site that while outside of procedure, the fuses on the mobile view station (mvs) were open. There was no patient present at the time of the issue.

Manufacturer narrative:
The ethernet coupler for the viewing station of the imaging system was returned to the manufacturer for analysis. The coupler was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.